Event description:
While using the device during cardiopulmonary bypass, the device displayed 999 in the pressure display. On cycling the power, all of the displayed data was lost. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded. Device repaired and returned (a replacement device was provided to the user).